Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the pump was unable to be charged. There was no impact to blood glucose. Reportedly, customer had manual injections available as alternate insulin therapy.